Manufacturer narrative:
Please reference MDR 2183870-2009-00031 for second protege gps stent used in this procedure.

Event description:
The protege stent was loaded on the wire. After successful deployment of the stent, the distal blue tip of the delivery catheter separated from the shaft and became an embolic complication. An unsuccessful attempt was made to snare the tip. The patient was sent to the operating room and a vascular surgeon removed the tip from the distal posterior tibial at the ankle. Patient is doing fine.